Event description:
According to the reporter during a right hand-assisted nephrectomy, no staples were able to be deployed when fired and the artery leaked considerable blood. Medical or surgical intervention was needed to prevent permanent impairment of function. The surgeon used suture to control the bleeding and complete the case. There was blood loss of 500cc or more. However, blood transfusion was not required. Current patient status is alive with no injury. No reinforcement material was used. No other patient adverse events were reported.

Manufacturer narrative:
Post market vigilance (pmv) received two devices. The visual inspection of the returned products noted that the visual inspection of the cartridges noted the sulus were fully applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the devices had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.